Event description:
Clinical study same case as 2134265-2008-01239. It was reported that 6 days after a carotid artery stenting treatment procedure the pt experienced shortness of breath and 2 days later experienced a further adverse reaction. The target lesion was located in right proximal internal carotid/segment with 80% stenosis and was 10 mm long with a reference vessel diameter of 5.5 mm. The target lesion was treated with placement of a filterwire ez 4-9 x 30 mm nexstent. Following post-dilatation, residual stenosis was 10%. The pt was discharged the next day, discharge medications are unk. At 6 days post index procedure, the pt experienced shortness of breath. No action was taken. The outcome was resolved without residual effects 2 days later. At 8 days post index procedure, the pt experienced lip swelling and a rash on the buttocks. The pt was treated with benadryl 50mg by the primary care physician and hospitalization. The outcome was resolved without residual effect on 27 days later. In the opinion of the physician the relationship of the events to the filterwire ez system and the filterwire is probable.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.